Manufacturer narrative:
(B)(4)

Event description:
(B)(6). It was reported that during a carotid artery stenting procedure a malfunction occured. The target lesion was located in the left distal common carotid artery with 80% stenosis, a length of 20 mm, and a reference vessel diameter of 6.0 mm. The target lesion was treated on with a filterwire ez and placement of a carotid wallstent. Following post-dilatation, residual stenosis was 20%. A failure/malfunction of the filterwire ez occurred during post-stent balloon angioplasty. The delivery catheter and the filterwire were unable to be retrieved. A non study stent and the filterwire ez were removed at the same time. A wallstent was successfully implanted. There were no patient complications.

Event description:
Same patient as 2134265-2010-02874. It was further reported that this patient also experienced a stroke post index procedure. Two to three hours post procedure the patient was alert and oriented x 1 and developed word-finding difficulties and head cta with stroke protocol was obtained and neurology was consulted. Head cta demonstrated, possible decreased perfusion in the left aca/mca watershed zone, all concerning for tia. The patient was admitted to the ICU and treated with a neo-synephrine drip. Non-contrast CT performed on (B)(6) 2010 revealed no significant findings. The patient was discharged 3 days later.

Event description:
(B)(4): it was reported that during a carotid artery stenting procedure a malfunction occured. The target lesion was located in the left distal common carotid artery with 80% stenosis, a length of 20 mm, and a reference vessel diameter of 6.0 mm. The target lesion was treated on with a filterwire ez and placement of a carotid wallstent. Following post-dilatation, residual stenosis was 20%. A failure/malfunction of the filterwire ez occurred during post-stent balloon angioplasty. The delivery catheter and the filterwire were unable to be retrieved. A non study stent and the filterwire ez were removed at the same time. A wallstent was successfully implanted. There were no patient complications.

Manufacturer narrative:
(B)(6). (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the filter wire and the non bsc stent were sent back attached together. The radiopaque tip was kinked 1.6 cm measured from the distal tip of the protection wire. The filter wire device was returned with the filter outside of the stent. The protection wire was kinked at 7 mm, 1.2, 18.9, 31.2, 71.2, and 71.6 cm measured from the proximal tip of the protection wire. Particulate was seen inside of the filter bag indicating it had been introduced into the anatomy. Unable to perform the functional test, sheathing / unsheathing, due to the filterwire could not be removed from the stent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is use/user error. (B)(4).